Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented for a routine follow-up, post-paced t-wave oversensing was observed from nonsustained right ventricular oversensing. Programming changes were made.